Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3. Analysis of wireless recharger ( serial no # (B)(6) ) found " recharger is unresponsive and led's lights scrolling continuously". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger was unresponsive and the battery indicator lights on the wr were scrolling up and down continuously. As a result, the caller was unable to charge the patient's implantable neurostimulator. Before calling patient services the patient powered off the wr and powered it back on, but the issue persisted. No issue was found with the dock or wr cord. The patient confirmed the power indicator led on the back of the dock was solid green and wr was seated in the dock properly. The patient confirmed the wr always gets placed in the dock after use, and the dock always stays plugged in.  Agent had the caller reset the wr. The issue was not resolved. An email was sent to the repair department to replace the wr. The patient mentioned that the last time this happened (see (B)(4) ) the patient received a replacement rs6200 kit and they were using the dock, wr cord, and wr cord power adapter that came in that kit.